Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown abg ii stem was reported. The event was confirmed via evaluation of the returned device and clinician review of the provided medical records. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). This inspection indicated: optical microscopy with magnifications up to 50x were used in this portion of the investigation. A material analysis has been performed. The report concluded: the stem failed due to fatigue mode fracture initiation and propagation. A fracture initiated on the lateral edge and moved medially until overload final separation occurred due to a lack of remaining material to carry the load. The engineer found no material non-conformances, nor any manufacturing defects on the surfaces of the devices investigated here. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review the information provided for pi. This included the cover sheet pi, multiple operative reports and 4 ap pelvis x-rays. X-rays demonstrated a markedly angulated neck of a femoral stem, this neck fracture was also noted in an operative report. Following this review I can confirm the event of a fractured neck taper and subsequent revision did occur. Unfortunately, the root cause of this failure cannot be determined with such limited information. I am happy to assess further should further documentation become available. -device history review: could not be performed as lot code information provided was invalid. -complaint history review: could not be performed as lot code information provided was invalid. Conclusion: an event regarding crack/fracture of an abgii stem was reported. Visual inspection was performed as part of the material analysis report (mar), dated 05 july 2022. This inspection indicated: optical microscopy with magnifications up to 50x were used in this portion of the investigation. A material analysis has been performed. The report concluded: the stem failed due to fatigue mode fracture initiation and propagation. A fracture initiated on the lateral edge and moved medially until overload final separation occurred due to a lack of remaining material to carry the load. The engineer found no material non-conformances, nor any manufacturing defects on the surfaces of the devices investigated here. A review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review the information provided for pi. This included the cover sheet pi, multiple operative reports and 4 ap pelvis x-rays. X-rays demonstrated a markedly angulated neck of a femoral stem, this neck fracture was also noted in an operative report. Following this review I can confirm the event of a fractured neck taper and subsequent revision did occur. Unfortunately, the root cause of this failure cannot be determined with such limited information. I am happy to assess further should further documentation become available. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported "one patient underwent explantation of an abg 2 prosthesis and was found to have a taper fracture".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported "one patient underwent explantation of an abg 2 prosthesis and was found to have a taper fracture".